Event description:
Upon opening boxes of these gloves rptr discovered that a number of gloves contained severe dry rot. Rptr inspected all stock on hand and found 9 boxes on hand. All boxes were immediately suspended. The dry rot was substantial. In one case, the gloves had practically disintegrated.